Event description:
It was reported that the pump was not meeting the patient¿s expectations as the patient still had body pain. The patient reported that ¿it¿s not working 100%¿ and that he has experienced side effects, specifically the inability to get erections. The patient¿s testosterone levels were normal. However, the main side effect was sexual function and erections. The patient had attempted viagra the night prior to the date of the call but reportedly it was not working. When the pump was first implanted, the patient had tightness in his hip and the right side of his body. Reportedly, they had to keep gradually increasing medication about 5% or 10% with each adjustment. The patient was still at a place where he was not satisfied with the results. The patient had inquired of cryotherapy room treatment for pain. This device system delivered baclofen. Additional information was requested to verify troubleshooting, resolution and current patient status. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).